Event description:
It was reported by service report that the torsion spring on the safety bar was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Torsion spring.